Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No qualification records were reviewed; no product lot number was reported.

Event description:
The patient's spouse reported that her husband had passed away due to a tumor that passed into his liver. His blood glucose was in normal range prior to his death.